Event description:
On (B)(6) 2009, the patient reported that an e6 (mechanical) error was displayed on his infusion device while attempting to bolus. He stated that the battery had been changed "a couple of days ago." He was advised to change the battery and to perform the change cartridge procedure. He stated that the piston rod was moving very slowly during retraction and the infusion device was "making a sound like it's having a problem doing it." He stated the infusion device sounded "strained." The piston rod did not completely retract and an e10 (cartridge) error was displayed. The patient changed the battery and battery cover, and he stated the piston rod was "still moving slowly, but it sounds a lot better." He stated that it appeared that the piston rod had completely retracted and then an e10 was displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.